Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited failure to capture. The lead was repositioned on (B)(6) 2025.the patient was in stable condition.